Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and power cable disconnect alarms was confirmed via the submitted log files. On 07feb2026, the log file captured power cable disconnect, low voltage hazard, and no external power alarms while connected to the mpu due to the relative state of charge (rsoc) and bus voltages dropping to ~0v. This series of events is consistent with a loss of ac power. The alarms resolved when power was restored to the system. The backup battery supported the system without issue during this event. There were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, cause of the alarms, if the alarms resolved, troubleshooting steps taken, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if the mpu would be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power and power cable disconnect alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no interruption in pump support during these events.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for review. It appeared that the log file captured a cluster of power cable disconnects and no external power events on 07feb2026. This was caused by power to the mobile power unit (mpu) being briefly interrupted.